Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. No further information was provided. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 0.123 ng/ml. The result was questioned as it did not match the patient's clinical condition which prompted the customer to repeat the sample. The sample was repeated twice and the results were 0.0101 ng/ml and 0.0107 ng/ml.